Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of issue with 633hc sterilizer. As it was stated by getinge technician, it was found that the unit¿s power door box was flooded by leaking customer's owned water line ¿ power door box feeds 5v to the device¿s photo sensors (safety eyes). The customer has received a low voltage electrical shock. We have received information from getinge technician that the device was repaired, unit was tested and released to customer for normal use. We decided to report the issue based on the potential as described event could lead to serious injury or worse. When reviewing reportable events for this type of issues for 633hc we were able to establish that the received incident is the first one registered in getinge complaint handling systems of its kind. Fortunately, the event has not led to serious injury or worse. When the event occurred, the device did not meet its specification due to low voltage appeared on door¿s safety eyes and contributed to the event. The device was not being used for patient treatment when the event took place. Based on the performed root cause analysis and input from subject matter expert and getinge technician who visited the customer we conclude that root cause of the low voltage appearance on the device door photo sensors was short circuit in the power door box caused by water leak from customer¿s water supply line. Water leaked onto the unit and flooded the power door box. We currently do not have any information that would warrant further action towards the devices, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
On 6th february, 2023 getinge became aware of issue with 633hc sterilizer. As it was stated by getinge technician, it was found that the units power door box had been leaked on by a customer owned water line. The customer has received a low voltage electrical shock. The situation did not lead to serious injury or worse. We have received information from getinge technician that the device was repaired, unit was tested and released to customer for normal use. We decided to report the issue based on the potential as described event could lead to serious injury or worse.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.